Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a problem with the knob. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Further information was provided that there was an "invalid energy adjustment above 100j".